Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels due to a bent cannula and the symptoms/issue were noticed within 3 hours of insertion. Consequently, on (B)(6) 2022 she went to the emergency room and was subsequently, admitted in the hospital. Her highest blood glucose level was above 600 mg/dl and she also had high ketone level which her health care professional assessed the ketone level as dangerous/ life threatening. The infusion set had been used for two days. During hospitalization, the patient was administered fluids of saline, insulin, and some unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue, and she did not have any permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels due to a bent cannula and the symptoms/issue were noticed within 3 hours of insertion. Consequently, on (B)(6) 2022 she went to the emergency room and was subsequently, admitted in the hospital. Her highest blood glucose level was above 600 mg/dl and she also had high ketone level which her health care professional assessed the ketone level as dangerous/ life threatening. The infusion set had been used for two days. During hospitalization, the patient was administered fluids of saline, insulin, and some unspecified medication intravenously (drug name unknown) as corrective treatment which resolved the issue, and she did not have any permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.